Event description:
The device was used during a laparoscopic cholecystectomy procedure. The disposable loading unit had misaligned clips. The surgeon reloaded the instrument and completed the procedure without incident.